Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 52 months ago. The aneurysm and vessel morphology at index procedure and currently were not reported. During routine follow up appointment, it was reported that the pt had two bilateral distal type ib endoleaks. An aneurx (B)(4) was successfully implanted on the right side. On the left side, they could embolized the internal iliac artery and successfully implanted an aneurx (B)(4) and extended down to the external iliac. The endoleaks were due to disease progression. The iliac arteries were reported to be big. The endoleaks both resolved. No add'l clinical sequelae were reported, and the pt is fine. (MFR report# 2953200-2011-01689, 2953200-2011-01690).

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak), (disease progression; bilateral iliac dilatation).